Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. Correction is being made to previously submitted g3: date received by manufacturer. The correct date was 08/29/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue occurred due to the wear and tear due to customer mishandling and increased use/time. The event can be detected/prevented by following the instructions for use which state: evis exera ii ultrasound gastrovideoscope olympus gf type uct180: important information: please read before use, do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope had gap of adhesive on the distal end / stain entered inside the lens through the gap and there was a a gap between acoustic lens and ultrasound probe. There were no reports of patient involvement.